Manufacturer narrative:
This report is submitted on september 22, 2017, (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at abutment site resulting in the decision to remove the abutment and place a magnet on (B)(6) 2017.